Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received a "scan error" message while wearing an adc freestyle libre sensor and was unable to obtain readings. As a result, customer reportedly had contact with an hcp and was diagnosed with diabetic ketoacidosis (dka) and received unspecified treatment. No further details were provided as customer was hard of hearing and disconnected the call during troubleshooting. There was no report of death or permanent injury associated with this event.